Event description:
Olympus was informed that during a robotic assisted laparoscopic bladder diverticulectomy with cystoscopy, the teflon coating on the electrode had melted. No fragments were noted inside the patient. Upon visual inspection of the equipment, it was noted that the tip of the surgical knife appeared to have been pushed down out of the protective coating possibly causing the electrode to come in contact with the tip of the surgical knife. The procedure was completed with a different but similar electrode. There was no report of patient injury.

Manufacturer narrative:
The device was returned to olympus for evaluation. A portion of the tip of the electrode was missing and not returned. In addition, the evaluation found the electrode wire discolored, cracked, and broken off on one side. The device will be forwarded to the original equipment manufacturer for further investigation.